Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code. Analysis of device memory noted extensive magnet applications at the time the code was recorded. Further review of device memory noted that the battery status began recovering in the absence of the magnet. The code was noted to be triggered inappropriately due to the extensive magnet applications. No adverse patient effects were reported. This product remains implanted and in service.